Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("heavy abnormal bleeding") in a 23 year-old female patient who had essure inserted (lot no. A78077) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of dysmenorrhea and menometrorrhagia. In (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014 she experienced pelvic pain (seriousness criteria hospitalisation and intervention required). Essure was removed on (B)(6) 2019. An unknown time later she experienced genital haemorrhage (seriousness criterion intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (total laparoscopic hysterectomy/ bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure administration. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2013, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: total bilateral occlusion. [Pathology test] on (B)(6) 2019: diagnosis a. Uterus with bilateral fallopian tubes (total laparoscopic hysterectomy with bilateral salpingectomy): cervix: mild chronic inflammation endometrium: proliferative phase, chronic endometritis myometrium: no specific histopathological changes left fallopian tube: foreign material in lumen suggestive of sterilization procedure right fallopian tube: foreign material in lumen suggestive of sterilization procedure gross description a. Received is a uterus with attached bilateral fallopian tubes and cervix. The left fallopian tube measures 6.0 cm in length and up to 0.5 cm in diameter. It shows a normal fimbriated extremity and externally appears normal. The fallopian tube is serially sectioned revealing a metal wire in its base. The rest of the lumen appears normal. The right fallopian tube measures 6.5 cm in length and up to 0.5 cm in diameter. It appears normal and shows a normal fimbriated extremity. It is serially sectioned also revealing a metal wire in its base. The rest of the lumen appears norm [pregnancy test urine] on (B)(6) 2013: a urine pregnancy test was performed today and the result was negative. Lot number: a78077, manufacture date: 2012-11, and expiration date: 2015-11. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 03-jun-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("heavy abnormal bleeding") in a (B)(6) year-old female patient who had essure inserted (lot no. A78077) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of dysmenorrhea and menometrorrhagia. In (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014 she experienced pelvic pain (seriousness criteria hospitalisation and intervention required). Essure was removed on (B)(6) 2019. An unknown time later she experienced genital haemorrhage (seriousness criterion intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (total laparoscopic hysterectomy/ bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure administration. The reporter commented: discrepancy noted in date of insertion (B)(6) 2013, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: total bilateral occlusion. [Pathology test] on (B)(6) 2019: diagnosis. A. Uterus with bilateral fallopian tubes (total laparoscopic hysterectomy with bilateral salpingectomy): cervix: mild chronic inflammation. Endometrium: proliferative phase, chronic endometritis. Myometrium: no specific histopathological changes. Left fallopian tube: foreign material in lumen suggestive of sterilization procedure right fallopian tube: foreign material in lumen suggestive of sterilization procedure gross description a. Received is a uterus with attached bilateral fallopian tubes and cervix. The left fallopian tube measures 6.0 cm in length and up to 0.5 cm in diameter. It shows a normal fimbriated extremity and externally appears normal. The fallopian tube is serially sectioned revealing a metal wire in its base. The rest of the lumen appears normal. The right fallopian tube measures 6.5 cm in length and up to 0.5 cm in diameter. It appears normal and shows a normal fimbriated extremity. It is serially sectioned also revealing a metal wire in its base. The rest of the lumen appears norm [pregnancy test urine] on (B)(6) 2013: a urine pregnancy test was performed today and the result was negative. Lot number:a78077 manufacture date:2012-11 expiration date: 2015-11. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 03-may-2023: medical records received. Pathology report added. Surgery details updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a 23-year-old female patient who had essure (batch no: a78077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (essue removed on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in date of insertion on (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: total bilateral occlusion. Pregnancy test urine: on (B)(6) 2013: a urine pregnancy test was performed today and the result was negative. Lot number: a78077, manufacture date:2012-11, expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a (B)(6) female patient who had essure (batch no. A78077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (essue removed on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2013, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: total bilateral occlusion. Pregnancy test urine on (B)(6) 2013: a urine pregnancy test was performed today and the result was negative. Lot number: a78077 manufacture date: 2012-11, expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2020: pif received: case becomes incident. Event pelvic pain made medically significant and intervention required due to surgery. Essure removal date added. Seriousness criteria for event genital hemorrhage updated to non serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.